Manufacturer narrative:
The product remains implanted, therefore, no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 2/3 deployed at a depth of 7 mm on the non-coronary cusp and 10 mm on the left coronary cusp. Upon full deployment, the valve moved toward the ventricle and landed at 8-9 mm on the non-coronary cusp and 12-14 mm on the left coronary cusp. The left ventricle end diastolic pressure (lvedp) was high and severe paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed with no change in pvl. The valve was snared 1-2 mm in the aortic direction, however the pvl did not improve. Subsequently, a second valve was implanted 4 mm higher than the first valve and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels, compliance of the native anatomy, and user technique. Valve dislodgments are typically not related to a device malfunction. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the pvl was most likely due to the reported valve movement in which the valve was positioned in a suboptimal depth. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). This event does not allege a device malfunction occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.